Event description:
Same case as MFR report #: 2134265-2012-02668. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the ostium of the moderately calcified and mildly tortuous 1st diagonal branch. After pre-dilation an unspecified ion stent was advanced and deployed at 12 atms in the ostium of the 1st diagonal branch, but the stent hung out slightly into the main segment of the left anterior descending (lad) artery unintentionally. This was unknown originally to the physician. Next the physician attempted to advance a 3.5x12mm ion stent and place it across the lad and previously placed diagonal stent but met resistance when hitting the portion of the ion stent hanging out from the diagonal branch. The undeployed 3.5x12mm ion stent was then removed and it was noted that the stent had accordioned on the distal end. They did not use this stent again. The previously placed ion stent was then ballooned again to create a better apposition to the vessel wall. Finally, an unspecified promus stent was then placed in the lad. No patient complications occurred and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).